Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was not confirmed. No intervention has been performed at this time. The patient was stable.